Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology was small in diameter. It was reported that the patient presented emergently with a ruptured aneurysm. The stent graft was correctly deployed however, the physician was unable to remove the stent graft delivery system from the patient. The physician elected to surgically convert the patient and remove the delivery catheter. It was reported that the patient expired during the surgical conversion. The explanted stent graft was discarded by the user facility.

Manufacturer narrative:
(Aneurysm ruptured prior to stent graft placement).